Event description:
Following laparoscopic cholecystectomy on 10/25/95, pt was returned to surgery on 10/26/95. Cystic duct clips failed and duct was leaking bile and causing peritonitis - duct was reclipped on 10/26/95.